Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported a motor error alarm. The blood glucose reading was 225 mg/dl. There were no significant events that lead to the alert. The patient was assisted with clearing the alarm. In troubleshooting, the customer was able to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.